Event description:
The customer reported during this pacemaker replacement procedure, the atrial lead was checked, although the pacemaker had been programmed vvi for years, and high thresholds of 10mv was observed. The lead was capped and replaced. No adverse pt effects were reported. The lead was actively implanted for approx 18 years, 10 months.

Manufacturer narrative:
The lead was surgically abandoned (capped), therefore, it will not be returned for analysis. As a result, the reported allegation cannot be confirmed. The event will be re-evaluated if additional information becomes available. Threshold evaluation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.